Event description:
It was reported that patient was experiencing inadequate pain coverage on the left side of the body. The patient underwent a revision procedure where in a new lead was added for left side pain coverage. The patient was doing well postoperatively. No changes were made to the currently implanted ipg or other leads.